Event description:
Patient reported that pump should have lasted 48 hours, but was empty in 24 hours. Placed on (B)(6) 2010, and when he woke on (B)(6) 2010, his clothing was wet at the insertion site. Seems all fluid came back out the insertion site, very wet there. No other leakage noted by patient. No adverse event occurred.

Manufacturer narrative:
Device was received for evaluation and investigation, and testing is currently being performed. A follow-up report will be filed when investigation has been completed.